Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, a21 error test and displacement test. However device received with detached end cap. Unable to perform basic occlusion test, prime or a33 test, occlusion test, delivery accuracy test and excessive no delivery test due to detached end cap. The physical damage to drive support disk noted per visual inspection. Device received with cracked case at the display window corners and reservoir tube lip, device received with missing end cap sticker. Device received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose value was 486 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual syringe. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not mention any symptoms related to high blood glucose event. Customer was alleging insulin pump was under delivering. Customer stated that the drive support cap appears to be loose. Customer reported that they have contacted their healthcare professional regarding the high blood glucose level. Customer stated that they were not admitted to emergency room, nor hospital or nor to emergency medical service. The insulin pump will be returned for analysis.